Manufacturer narrative:
The device was received for evaluation. During functional testing, the plunger was found to be partially extended and the plunger head is tilted down. The plunger lever is not moving the plunger as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the failed plunger. The plunger requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq syringe pump, the plunger was found to be partially extended and the plunger head is tilted down. The plunger lever is not moving the plunger as intended. No additional information is available.